Event description:
During a coronary drug eluting stenting treatment procedure, the delivery device balloon was sticking to the stent and removal difficulties were encountered. The physician predilated the heavily calcified lesion in the moderately tortuous vessel. He then deployed the taxus express2 8.8% 3.50 x 20 mm drug eluting stent at 14 atms. The physician then dialed down to 2 atms and went neutral to deflate the balloon. Upon removal, the balloon stuck onto the stent and calcium in the lesion. The balloon was reinflated to 4 atms and then deflated. The physician deep seated the guide and then removed the guide wire, guide catheter and the balloon as a unit. No pt injuries or complications were reported.